Event description:
It was reported that a piece of guide wire was retained inside the pt's knee following an arthroscopic procedure on (B)(6) 2007. The retained piece was first disclosed to the pt at the time of an MRI on (B)(6) 2007. The pt underwent a second surgery to retrieve the fragment. Follow-up confirmation of the device identity (manufacturer, part no., lot no.) Was requested but not provided. Follow-up info was obtained from the company representative that the surgeon involved in this case is a mitek brand product user. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
Complaint not confirmed. The part has not been returned for eval. The complainant device part/lot number was requested but not provided, therefore, device identity could not be made; the complainant device may or may not be an arthrex product. Device history record review could not be conducted without pat/lot number. Initial report info indicated the complainant device was a competitor's product. Follow-up communication was provided that product identity could not be confirmed. Because the manufacturer and actual device involved cannot be identified, the cause of the event cannot be determined. This information is being communicated to the event rptr. If additional relevant info is obtained from the investigation, a follow up report will be submitted.